Event description:
Per the independent repair center, the customer alleged problem is the unit will not start . The key failure is the power switch has a short circuit. Associated malfunction for this device: compressor loud, rex roth valve stuck, poppet valve not shifting.